Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. On the visual inspection damage to the grommets was noted.

Event description:
It was reported that during implant procedure that there was oversensing and excessive noise on the atrial port and it was further reported that there was blood in the header. The device was not implanted. No patient complications have been reported as a result of this event.